Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a keypad anomaly. Customer reported the act button was sticking on the insulin pump. It was also found the insulin pump was slow to rewind and required frequent battery changes. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.